Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the atrial lead exhibited low impedance and intermittent atrial oversensing. The patient presented in clinic for follow-up on (B)(6) 2019. Programming changes were made. The patient remained asymptomatic before, during, and after reprogramming.